Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/01/2015: device evaluation: the device has been returned and evaluated by product analysis on 09/11/2015 with the following findings: no unexplainable por events observed in the bb history. The returned battery cap secured to the pump and maintained electrical connection. Returned battery cap unscrewed by half a turn with no power loss occurring. The returned battery cap contact height and width measurements were found to be within the required specifications. The battery compartment was cracked below the bumper pad and on the side, extending from the threads (on an angle) to the bumper pad. No evidence of moisture was found in the battery compartment. A leak test was performed and a battery compartment leak was found. The pump was exercised for 24 hours with no power interruptions occurring. The pump case was removed and no intermittent conditions or moisture was found inside the pump or on the power circuit. Unable to duplicate ¿no power¿ issue. No cartridge cap returned with pump. Test cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.